Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2022. It has been reported that there was a difference in readings of 150 mgdl points. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. The probable cause could not be determined post investigation. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).